Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for chronic low back pain and non-malignant pain. The pump had been empty for 2yrs but patient had not been healthy enough to undergo surgery to remove the system. An magnetic resonance imagibng scan (MRI) needed to be done and it was unknown as to whether the MRI was due to a problem with the device/therapy. No further complications were reported.